Manufacturer narrative:
(B)(4). The device was sent to the service center for repair. The defect reported by the customer (fms vue does not recognize the hand piece.) Has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Defective drill mounting mechanism was replaced and upgraded to the latest version. The motor was defective and replaced. The defective motor cable replaced. Keypad faulty: replaced. Keyboard pcb replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. A review into the depuy synthes mitek complaints system revealed one similar and one dis-similar complaints for the serial number of this device that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the service center in portugal that the micro tornado hp w handcontrol did not recognize the fms vue device. It was further determined that the drill mounting mechanism was defective and the device had deficiencies on its pairing/mating function with other devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturing site was reported as jte warsaw mfg site in the initial report. The correct manufacturing site is depuy mitek llc us. Address and phone numbers have been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.